Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the patient underwent reimplantation surgery on (B)(6) 2012, at which time a sleeper fixture was placed. The device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
Correction: the correct catalog # is 92127; not 90432 as previously reported. This report is filed (B)(4) 2013.